Event description:
(B)(4). It was reported that the basket broke off in the patient. After capturing the stone in the basket and attempting to remove the basket from the scope, the wires broke and the basket detached in the patient. The physician lasered the stone and was able to remove the stone fragments and broken portion of the basket using forceps through the previously placed scope.

Manufacturer narrative:
Investigation is in progress. A supplemental MDR will be filed upon completion of investigation.